Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that iodine leakage was observed during use of a minicap extended life pd transfer set for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted damage in multiple locations on the dark blue female connector. Functional testing including clear passage and clamp function testing was performed with no issues noted. Leak testing was performed with an in lab minicap connected to the female connector and a leak was observed. The reported condition was verified. The damage on the dark blue female connector was the cause of leak, however the cause of the damage could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.